Event description:
Admitted becasue of ICD shocks due to noise sensed by sensing lead. Usually implies insulation or wire fracture. Upon testing of the implanted lead it had low impedence and high pacing threshold. It was capped and a new lead was placed.